Event description:
A report was received that the patient will undergo revision to move the ipg site to another location.

Event description:
A report was received that the patient will undergo revision to move the ipg site to another location.

Manufacturer narrative:
Additional information was received that the patient's weight gain was not device related.

Manufacturer narrative:
Update to the initial MDR: additional information was received that the patient underwent a pocket revision due to discomfort at the pocket site. The ipg was not moved to another location, it was just implanted deeper because the patient gained a lot of weight. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo revision to move the ipg site to another location.